Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspections of the terminal pin assembly and electrode body found no anomalies.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave and p-wave oversensing due to low amplitude causing two untreated episodes and one inappropriate shock. Boston scientific technical services (ts) was consulted and discussed programming options. Initially the s-ICD was reprogrammed to one zone. It was also reported that the patient has an infection in their foot, has a history of (B)(6), was in heart failure and has suicidal indications. Two months later the s-ICD and electrode were explanted due to the oversensing and returned for analysis. No additional adverse patient effects were reported.